Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a lead revision and there were no patient symptoms or injuries related to the event. No further info rmation was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced stimulation in the wrong location. It was noted that actions required as a result of this event included a revision. It was noted that the lead was used for peripheral nerve stimulation (pns) and was not providing stimulation in painful area. It was noted that the lead was moved cephalad, but not tested intra-op. The reporter had not seen the patient since procedure and did not have any information about the pain coverage. It was noted that the patient reported shocking and jolting sensation. Actions required as a result of the event included impedance testing, x-rays, and reprogramming. It was noted that electrode #3 was greater than 10,000 ohms. Coupling issues were also experienced. It was unknown if action was required for coupling issues. The x-rays suggested that the implantable neurostimulator (ins) had not flipped but the view was not definitive. It was noted that impedances were normal. It was noted that the patient's status at the time of report was alive with no injury. There were no patient symptoms or complication associated with the event. It was noted that pre-operatively the patient complained of "prickly" sensation of stimulation which was corrected with reprogramming. It was noted that the pns lead was revised and not turned on post-operatively, so improvement in pain coverage could not be confirmed.

Manufacturer narrative:
(B)(4)

Event description:
After further review it was noted the coupling issues did not pertain to this event.